Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of swelling, lumps, hard, and possible infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use; as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the lips followed by another 1ml of juvéderm® volift¿ with lidocaine in lips three weeks later. Five weeks later patient developed lots of swelling. Three days later patient's lips were four times the normal size, their cheeks and neck were swollen, and there were lumps in the patient's cheeks. Patient's lips were hard. Flucloxacillin was prescribed "in case there was infection". Two days later the healthcare professional dissolved the filler. The swelling started to go down but the patient's face was still a bit swollen. The following day patient's lips and neck started to swell again. Symptoms are ongoing. Patient was taking citalopram at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00059 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, the first injection of juvéderm® volift¿ with lidocaine.